Manufacturer narrative:
On (B)(6) 2017, the same day as the reported event, a field service engineer (fse) arrived at the customer site. The fse evaluated the instrument and did not find any leaks or connection issues. The fse was unable to confirm reported event. In addition, the fse ran precision test and found them to be within acceptable range. No further action was required by the fse. A 13-month complaint and service history review for serial (B)(4) was conducted for similar complaints, and there were no similar events found. The aia-360 operator's manual and service manual were reviewed and found to clearly address the calibration, operation, maintenance and troubleshooting of the aia-360 instrument. The reported event could not be duplicated and therefore the probable cause for the event is undeterminable. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review under CAPA (B)(4).

Event description:
On (B)(6) 2017 the customer reported to the technical support specialist (tss) that after calibrating the aia-360 that morning, the pth (assay) qc was high and the customer had noticed fluid on the counter and on the floor. The customer was advised by the tss to check the connections and look for fluids inside the instrument. The customer reported back that the overflow tubing was dry and the connections appeared to be properly connected. Further, the customer informed that they believed that the water may have been coming from the waste line because there was a small amount of fluid in the waste bottle. The customer requested service as a surgery was schedule for that day. No further information was provided by the customer at the time. This event is being reported as the customer was unable to run samples which caused a delay in reporting results for pth assays. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting results.